Event description:
Customer was using expired strips, reported the advantage system gave a blood glucose result of "500s" mg/dl 20 minutes before she was hospitalized with a blood glucose of 44 mg/dl on the hospital system. A request was made for the return of the system and a replacement was sent.